Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the patient¿s battery was completely depleted. The patient lost therapy due to waiting to come in and have the device interrogated, the issue was then discovered. The doctor decided that day to replace the device with a new battery in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The rep reported that the battery had been in for 7 years and the physician was going to replace the whole system the week following the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient¿s battery had ¿depleted because she could not charge the battery because her recharger was broken¿ and that the rep thought the issue was ¿normal considering she didn¿t have a working recharger.¿ the patient was scheduled to have their battery replaced on (B)(6) 2017; however, it was noted that a replacement battery could not and had not been ordered yet at the time of replacement so ¿there was a chance it may not go.¿ it was stated that the patient¿s physician did not ask for an analysis of the battery and that ¿she never complained of a malfunction.¿ the patient was ¿having her battery replaced because she couldn¿t recharge it and the doctor was going to replace the battery soon because it was coming up on eri¿ (elective replacement indicator).